Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm occurred during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The technical service representative explained the alarm and reviewed proper procedures with the nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.